Event description:
Per the clinic, the device was electively explanted on (B)(6) 2022, due to non-use. It was also reported that the patient underwent skin revision surgery under general anesthesia. There are no plans to re-implant the patient with a new device as of the date of this report.